Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('this essure has me always scared every time I have a pain') and procedural complication ('when they removed essure the dr severed my left urethra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), renal disorder ("I had urtera repair with kidney stints"), scar ("I got scar tissue and then had to have the scar tissue removed") and procedural complication (seriousness criterion medically significant). The patient was treated with surgery (essure removal and urethra repair with kidney stents.). At the time of the report, the pelvic pain, renal disorder, scar and procedural complication outcome was unknown. The reporter considered pelvic pain, procedural complication, renal disorder and scar to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.